Event description:
Synovitis [synovitis]. Joint effusion of right knee [joint effusion]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a (B)(6) male pt, initials unknown, with osteoarthritis (dellgren-lawrence grade 4 and small prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The pt's medical history was significant for previous use of synvisc (hylan g-f 20) (fist course in 1998) and experienced twisted knee (on (B)(6) 1998) which was treated with 1 cc dalalone. On (B)(6) 2000, the pt initiated treatment with intra-articular synvisc injection (second course) in right knee, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2000, the pt experienced synovitis of right knee. On an unspecified date in (B)(6) 2000, the pt developed mid joint effusion of right knee (no aspiration done). On an unspecified date in (B)(6) 2000, the pt received treatment with intra-muscular celestone (betamethasone) at a dose of 2 cc (frequency not provided). On (B)(6) 2000, the event of synovitis of right knee resolved. On (B)(6) 2000, the pt received third injection of synvisc. On (B)(6) 2000, the pt again experienced synovitis of right knee. On an unspecified date in 2000, the joint effusion of right knee worsened (moderate) (no aspiration done) and the pt again received treatment with celestone at a dose of 2 cc (route and frequency not provided). On (B)(6) 2000, the event of synovitis of right knee resolved. The outcome for the event of joint effusion of right knee ws not provided. Concomitant medications were not provided. The intensity for the event of synovitis of right knee was mild. The reporting physician assessed the relationship between synvisc and the event of synovitis of right knee as definitely related and did not provide relationship between synvisc and the event of joint effusion of right knee. Follow-up information was received on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.